Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, blood coagulation disorder, drug or alcohol abuse, bruxism ((B)(6) are same patient).